Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding the customers injury from the attorney of the family. The information received on november 16, 2020 stated the following - reporter alleges: in or about 2018 the customer began using an insulin pump. In (B)(6) of 2020, the customer was using a medtronic minimed pump. On or about the (B)(6) 2020, the customer experienced a hypoglycemic event. The customer declined to provide further information. It is unknown if auto mode was active at the time of the event. Customers blood glucose was unknown. The insulin pump will not be returned for analysis.